Manufacturer narrative:
Discrepant negative antibody screening result for a patient having an anti-lea(le1) antibody. The most probable root cause of the discrepant negative antibody screening result obtained by the customer is sample related, associated with the anti-lea(le1) antibody being weak and/or at detection limit of the reagents and technique used and/or associated with the variability of expression of lea(le1) antigen present on the red cell reagent. No general product failure was identified. No biased result was reported to the physician. The patient was not harmed. (B)(4).

Event description:
A customer complained after obtaining what was described as a discrepant negative antibody screening result for a patient sample using the ortho biovue system in conjunction with an ortho vision biovue analyser. Complainant/complaint reporter: ms (B)(6) - laboratory technician. Date of event: (B)(6) 2021. Reported on: 12 may 2021 by ms (B)(6) to the orthocare helpdesk. Software version: (B)(4). Reagents: 0.8% surgiscreen lot 8ss9110 expiry date 07 june 2021. Ortho biovue system poly cassette lot ahc211j expiry date 29 october 2021. Patient information: male; (B)(6) years old; known anti-lea(le1) antibody; sample ID (B)(6). The customer reported that on (B)(6) 2021, they had tested a patient sample (sample ID (B)(6)) for antibody screening using 0.8% surigscreen lot 8ss9110 and ortho biovue system poly cassette lot ahc211j (cassette ID #22023815) in conjunction with their ortho autovue innova analyser an tat they had obtained negative reactions with cells 1 and 3 and a positive reaction (0.5+ reaction strength) with cell 2 of the red cell reagent. The customer stated that on the same day, they had tested a patient sample (sample ID (B)(6)) for antibody screening using 0.8% surigscreen lot 8ss9110 and ortho biovue system poly cassette lot ahc211j (cassette ID #22022462) in conjunction with their ortho vision biovue analyser and that they had obtained negative reactions with the three cells of the red cell reagent. The customer reported that on the same day, they had retested sample ID (B)(6) for antibody screening using 0.8% surigscreen lot 8ss9110 and ortho biovue system poly cassette lot ahc211j (cassette ID #22022462) in conjunction with their ortho vision biovue analyser and that they had obtained negative reactions with cells 1 and 3 of the red cell reagent and an indeterminate reaction with cell 2 of the red cell reagent. No further detail provided. The customer reported that no biased result was reported to the physician. The customer reported that the patient was not harmed as a consequence of the reported event.